Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Beginning (B)(6) 2016, v sensing integrity counts up to 1656; non-sustained episodes with evidence of lead noise oversensing in (B)(6) 2016 electrogram (egm). On (B)(6) 2016 emi noise observed in s2d egms. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained episodes.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with a high sensing integrity count (sic) and electromagnetic interference (emi) which triggered a lead integrity alert (lia). Testing in the office revealed negative for oversensing during isometrics. All thresholds are consistent with patient's history. Impedances are unchanged. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.